Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 210 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion and prime tests due to a faulty force sensor resistor. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.